Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high ventricular lead impedance on the pacing and sensing of the right ventricular lead. It was also noted that the threshold had risen; however r waves were stable and noise was not seen. No interventions have been reported and the patient was stable.

Event description:
New information received on oct 25, 2018, indicates that the patient presented on (B)(4), 2018 for a lead revision procedure. The lead was capped and replaced. The patient tolerated the procedure well.